Event description:
The pt contacted shiley to report they were scheduled to have their bjork-shiley convexo-concave aortic heart valve replaced due to alleged stenosis. According to a copy of a letter from the pt's surgeon, which was forwarded to shiley by the initial reporter, the pt presented with symptoms to dyspnea and angina. At surgery it was found that the valve was "encapsulated in heavy fibrous pannous[sic] on both the aortic and ventricular sides." The pt survived the surgery.